Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Performance data collected from the device was received and analyzed, time of rrt in save to disk on (B)(6)-2013 indicated device rrt<(><<)>=2.61 volt. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The device was removed and returned due to field action and subsequently tested out of specification. No patient complications have been reported as a result of this event.